Manufacturer narrative:
(B)(4). S/w ver. 4.11e. Retainer ring = black. On (B)(6) 2021 the customer reported battery compartment overheating and a pump error 23. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed sleep current measurement, active current measurement, and self tests. Self test failed because the vibrator failed to vibrate when it was supposed to. Did not note any battery compartment overheating or any unexpected pump error 23 during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that a pump error 23 occurred on september 30, 2021 at18:23, 18:33, and 18:49. The adapt tool does not list any pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. The boards were taken out of the original case, inserted into a known good case, and the current measurements retaken. Both the sleep current measurement and the active current measurement passed. In summary, the customer¿s report of battery compartment overheating was not confirmed whereas the pump error 23 was confirmed. The high current measurements as well as the defective vibrator are due to the severe corrosion inside the battery compartment and on the battery board.

Event description:
Information received by medtronic indicated that the insulin pump was overheating. Customer received pump error alarm and they were able to clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The customer will discontinue use of the device.